Event description:
It was reported that during the procedure, after pre-dilating the lesion, a 2.25x12 rx xience prime stent delivery system (sds) was advanced to a heavily calcified, concentric, 90% stenosed, de novo lesion in the non-tortuous posterior descending coronary artery, however, resistance was felt during the advancement, force was applied, and the sds became caught within the calcified lesion several times, ultimately failing to cross the lesion. Upon withdrawal with some difficulty, the distal edge stent struts were noted to be flared. A new rx xience prime was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4): against resistance. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.